Event description:
It was reported that three error codes were seen due to the device entering safety mode. Technical services (ts) reviewed the device data and noted that error codes indicated that the device temporarily lost power which resulted in clearing of the hardware registers that contained the history codes. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that three error codes were seen due to the device entering safety mode. Technical services (ts) reviewed the device data and noted that error codes indicated that the device temporarily lost power which resulted in clearing of the hardware registers that contained the history codes. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states. However, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that three error codes were seen due to the device entering safety mode. Technical services (ts) reviewed the device data and noted that error codes indicated that the device temporarily lost power which resulted in clearing of the hardware registers that contained the history codes. The device was explanted but was not returned despite efforts to obtain this information. No additional adverse patient effects were reported.